Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter attempted to power the pump on with multiple batteries with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/24/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no damage observed to battery cap or battery compartment. Battery cap height and width were within specifications. The pump powers on normal with no alarms. The pump was exercised for 24 hours with no power issues occurring. When the pump was shaken a rattle was heard. Multiple reboots were duplicated by shaking the pump. The pump was opened and an electrical component was found disconnected from the board and loose inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.